Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The proximal end of the adapter was broken and received separated from the loading unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged loading unit adapter may occur due to over flexure of the loading unit while attached to the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a thoracoscopic up- right lobectomy during closing.

Event description:
According to the reporter, during a thoracoscopic up- right lobectomy during closing, the device was unable to fire. They replaced the device to complete the case and resolve the issue. The patient was alive with no injury.